Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with implantation of a 595cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had mammogram imaging that indicated she had bilateral rupturing of her breast implants. An in-office visit with a medical professional was also conducted which diagnosed the patient with baker grade ii capsular contracture of the right breast. As a result, the patient underwent bilateral removal on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-05228 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).